Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Last/given name unknown / not provided. Additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #19 and was removed due to lack of primary stability. Symptoms as a result of the event: abscess, bone loss.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. The following sections are being reported: h6: component code was added: 4755. H6: health effect impact code was added: 4624 and 4627 h6: health clinical effect code was added: 2377.

Event description:
No additional event information at the time of this report.